Event description:
It was reported to philips that the system was unable to perform c arm or table geometry movements. The device was in clinical use. No harm to user or patient was reported to philips. Philips has started an investigation of this complaint.